Manufacturer narrative:
Investigation summary: this memo is to summarize the investigation results regarding your complaints that alleges false negative or discrepant results when using kit bd veritor for rapid detection of sars-cov-2 (mn# 256082), batch number unknown. Bd quality performs a systematic approach to investigate false negative complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples if applicable. The investigation could not be performed as no batch number was provided. The complaint was unable to be confirmed. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Event description:
It was reported while using a bd rapid detection of sars-cov-2 veritor assay a false negative result was obtained. The patient sample was initially tested on the veritor and via pcr and the results were positive. The following day the customer decided to retest the patient on the veritor and the result was negative. Bd has tried to contact the customer multiple times for additional information regarding this event, with no response from the customer at this time. There was no report of patient impact. (B)(4)

Manufacturer narrative:
(B)(4). Medical device expiration date: unknown. Initial reporter phone: unknown. Initial reporter address: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported while using a bd rapid detection of sars-cov-2 veritor assay a false negative result was obtained. The patient sample was initially tested on the veritor and via pcr and the results were positive. The following day the customer decided to retest the patient on the veritor and the result was negative. Bd has tried to contact the customer multiple times for additional information regarding this event, with no response from the customer at this time. There was no report of patient impact. (B)(4).